Manufacturer narrative:
(B)(4).

Event description:
It was reported the nurse noticed the tip looked broken off and the catheter was removed. When the user pulled the catheter, the tip was slightly attached and came out with the catheter. No patient harm or medical intervention required. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a catheter body. Visual analysis revealed that catheter body was separated directly adjacent to one of the skive holes. It cannot be determined which skive hole is pictured without the sample returned for analysis. The appearance of the separation appears smooth and uniform, which indicates contact with sharps caused or contributed to this event; however, this cannot be confirmed without the sample returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use scissors to remove dressing to reduce the risk of cutting the catheter". The IFU also states, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report that the catheter body separated was confirmed through complaint investigation of the customer supplied photo. The image showed the catheter body was separated directly adjacent to one of the skive holes; however, the actual complaint sample was not returned to confirm this. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of the separation cannot be determined without the actual sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the nurse noticed the tip looked broken off and the catheter was removed. When the user pulled the catheter, the tip was slightly attached and came out with the catheter. No patient harm or medical intervention required. The patient's condition is reported as fine.